Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment as related to the analyzer application grayed out. Both the programmer and analyzer passed functional and bench tests. The link electronic module (lem) assembly was re-calibrated to address software logged errors. The hard drive was reconfigured and software was reloaded. The display overlay/bezel assembly was replaced and calibrated. The device passes final function and system tests. No other anomalies were found. (B)(4).

Event description:
It was reported that while using the analyzer on the programmer it became greyed out and not responsive to the stylus. The programmer was returned for repair. There was no patient involvement.